Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was on home antibiotics for approximately 1 week for a bacterial infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient reported they had peritonitis (date of onset unknown). The patient was not able to provide the results of their pd culture. It was reported that they were treated with the antibiotic vancomycin intra-peritoneal (ip) while continuing pd treatment with the same cycler. The patient stated that they recovered from the peritonitis event. The patient was not able to provide the cause of the peritonitis.